Event description:
While having an fco applied at the repair bench, the device failed op check for charge issues and defib/pacing pads failure.

Manufacturer narrative:
(B)(4). While having an fco applied at the repair bench, the device failed op check for charge issues and defib/pacing pads failure. The complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.